Event description:
It was reported that during a cartridge and infusion set change, the user skipped the ¿press and hold¿ step in the change sequence and required guidance to navigate back and complete the procedure using insets. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change without alerts or alarms and no interruption in therapy. Investigation included troubleshooting and user education on proper change-sequence navigation. Investigation of this case revealed user error related to incorrect supply change steps, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education.